Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had recurring catheter problems. The medication being delivered via the device system was baclofen. Additional info has been requested. A follow-up report will be sent if additional info becomes available.